Event description:
Customer had been comparing readings from their meter to a physician's meter. Customer reports receiving a reading of 425 mg/dl on their meter and then 113 mg/dl on physician's meter immediately following. No symptoms, and no treatment required. Controls were not run. No adverse event reported. A request was made for the return of the device and a replacement was sent.